Event description:
The customer reported that the device was unable to release after cutting tissue. There was no pt injury. Additional questions in regard to the incident have been asked but the site has not responded.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.